Event description:
It was reported that during a laparoscopic sigmoid resection procedure, the anastomoses with the cdh; the safety had allegedly come undone on the instrument. The instrument was fired, but allegedly the two sides of the instrument were not connected. The instrument was again refired and due to no staples left in the instrument, staple line failed. The patient left the theatre with stoma.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: response from affiliate: the product you received is the correct product, cdh29a. ¿the safety had allegedly come undone on the instrument¿ please clarify this expression, consultant said that the reg had possibly fired the gun without the anvil properly attached. Was the safety defect prior to use? No. Was the safety missing? No. What purse string technique was used or what purse string technique does this surgeon normally use? (Ex. Hand tied purse string, purse string) purse string device how was the purse string placed, by hand or with an assist device? If an assist device, what product? Covidien assist device was the spike of the trocar inserted lateral or through the staple line? Lateral how thick was the tissue, was it evenly and tension-free distributed in the instrument? Quite thick, evenly and tension free. Was the anvil put on the trocar exactly horizontally? Possibly not putting the anvil on the trocar were any graspers used? Yes. On what tissue type was the device used? What was the quality of the tissue? Bowel. Quite thick but ok quality. What confirmation did the surgeon receive that the anvil was firmly attached to the trocar of the device? None. When the device was fired, what was the location of the indicator within the gap setting scale (top/thin, middle/medium, bottom/thick)? Medium/thick was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Yes. Was the device fired over thick tissue? Quite thick. Why did the team decide to do a stoma? According to the reporter as the first firing had been done incorrectly and they then proceeded to refire the instrument without any staples in the instrument they had to leave the patient with a stoma. Is the stoma permanent? They are hoping they will be bringing the patient in for reversal shortly once the stomp is healed. Did the surgeon wait the recommended 15 seconds after closing and before firing the device? Not known. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was attached on the device completely and without any difficulties and did not detach during functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Additional information received: was the safety defect prior to use? No. Was the safety missing? No. What purse string technique was used or what purse string technique does this surgeon normally use? (Ex. Hand tied purse string, purse string device) according to the nurse, he usually uses hand tied purse string but I can confirm later. How was the purse string placed, by hand or with an assist device? If an assist device, what product? I will confirm later. Nurse assumed it was hand tied. Was the spike of the trocar inserted lateral or through the staple line? According to reporter, lateral. How thick was the tissue, was it evenly and tension-free distributed in the instrument? No info yet. Was the anvil put on the trocar exactly horizontally? The reporter suggested that the 2 ends were not properly together before the firing. Putting the anvil on the trocar were any graspers used? Yes. On what tissue type was the device used? What was the quality of the tissue? Bowel. Not known. What confirmation did the surgeon receive that the anvil was firmly attached to the trocar of the device? Not known. When the device was fired, what was the location of the indicator within the gap setting scale (top/thin, middle/medium, bottom/thick)? Not known. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Yes. Was the device fired over thick tissue? Not known. Why did the team decide to do a stoma? According to the reporter as the first firing had been done incorrectly and they then proceeded to refire the instrument without any staples in the instrument they had to leave the patient with a stoma. Is the stoma permanent? Not known yet. Did the surgeon wait the recommended 15 seconds after closing and before firing the device? Not known yet.